Event description:
The device was used during a sigmoid colectomy procedure with colorectal anastomosis. Reportedly, the instrument fired staples but did not transect the tissue. The anastomosis was re-done resulting in the resection of add'l tissue.